Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The patient alleged headaches, early morning dizziness, weight loss. Additionally, there is an allegation the device is noisy. The manufacturer receiving that the patient has alleged eye irritation nose irritation, respiratory tract irritation, dizziness, headache, inflammatory response, lung disease. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section adverse event/product problem in box b, initial reporter (rfb) in box e, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, conclusion code grid, recall (z) number (rfb) in box h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches, early morning dizziness, weight loss. Additionally, there is an allegation the device is noisy. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.